Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, the patient was revised to competitor product on an unknown date due to femoral loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
(B)(4). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to femoral loosening. No additional information is available at this time.